Manufacturer narrative:
The device was received for evaluation. During functional testing, the device failed for downstream occlusion detection. A service history review revealed the device has been serviced within the last 12 months. The reported issue is not a repeat service event and the downstream sensor was calibrated during the last service cycle therefore there is no indication that servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream sensor out of specification and failing attempted calibration. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "ran too high on downstream occlusion at 25.43 (pounds per square inch)" during testing. There was no patient involvement. No additional information is available.